Event description:
In 2009, a doctor reported that a veneer placed with nx3 on a patient had fallen off 2-3 weeks after placement.

Manufacturer narrative:
The doctor stated that a new veneer would need to be made and cemented. Specifics regarding the patient's health outcome were not provided and several attempts were made to get in contact with the doctor; however, the doctor was unresponsive.the device was not returned to kerr corporation for evaluation. The retain sample underwent adhesive strength testing. The results indicated that the adhesion test data was acceptable.